Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized due to hypoglycemia while using the blood glucose monitor. The patient attempted to use the blood glucose monitor, but the device did not turn on. The patient experienced symptoms of dizziness, loss of sight, sweaty hands, and couldn't walk. The blood glucose results at the hospital were not provided. The patient was treated with dextrose and serum. The patient was hospitalized for 36 hours. No further details were provided.